Event description:
The advocate alleged that control tests were performed using the customer's contour, and the results were high, out of specification. While troubleshooting, the advocate performed control tests and received a result of 231 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.